Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va06mqx, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that stimulation was in the wrong location. It was stated that the patient felt a cramping and shocking sensation from her buttock down to her knee when stimulation was on. The patient reportedly pain in the back of her left leg when stimulation was on. It was stated that when the patient turned down the stimulation, she still felt the sensation. The pain stopped after the patient turned stimulation off. The patient reportedly had loss of bladder control, stating the therapy was ¿helping some,¿ ¿about 50%¿ but she went through ¿a lot¿ of pads. It was stated that the pain in the patient¿s left leg was ¿normal¿ and ¿should go away in a few weeks,¿ but the patient had the issue since the device was implanted. Patient reportedly was on 1.1 volts, stating 1.2 volts was ¿too strong.¿ additional information was requested but not available at the time of the report.

Manufacturer narrative:
(B)(4).